Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. The initial erroneous result was not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was lithium heparin plasma that was centrifuged for 15 minutes at 3000. The collection tube was properly filled and was aspirated from the primary tube. Quality control was performed twice daily and was within specs. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 to october 23, 2010 of complaints for add'l reportable events.